Manufacturer narrative:
It was reported that the patient was having difficulty keeping the power sources attached to his controller. The controller, con097364 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to loose power port one connector with a displaced o-ring gasket. This is considered not related to the reported event. The most likely root cause can be attributed to a drift in the manufacturing process and is currently being investigated. However, functional testing showed that test batteries were able to mate and lock with controller ports. The reported event could not be confirmed; analysis of the controller revealed that both power port connectors were able to mate and properly lock to a power source. The reported event could not be confirmed; analysis of the controller revealed that both power port connectors were able to mate and properly lock to a power source. The manufacturer has an open internal investigation to evaluate the loose power port connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that the patient was seen in clinic on (B)(6) 2016 and reported having difficulty keeping power sources attached to his controller, even upon hearing the audible click. Vad coordinator examined power connections and was able to disengage power sources from controller with minimal disturbance. An elective controller exchange was performed in the clinic and it was stated that the patient tolerated the exchange well. It was stated that there was physical damage to the power port of the controller. According to the nurse and patient it was worn and unable to securely fasten, even with audible click. My understanding was that the damage occurred over time. The patient demonstrated good technique when connecting and disconnecting power sources. The exchange resolved the issue. The patient tolerated the exchange fine. To my knowledge there were no pump stops associated with the event. The only alarms were battery disconnect alarms if the patient did not notice a battery come out. No additional information provided. Investigation is ongoing.